Manufacturer narrative:
It was provided that the patient had her blood collected on (B)(6) 2025, with normal routine tests, and her thyroglobulin was high (just over 26). The test was repeated at another laboratory after 15 days, as requested by the doctor, and the result showed thyroglobulin < 0.04, in line with previous test results. The customer site repeated the test on (B)(6) 2025, and the result was <0.04. Clarification regarding whether this information pertains to the alleged patient; however, no response has been received. Qc was within the acceptable range before sample measurement. A review of the provided preanalytical information showed that the serum clotting time was too short (10 min), which could lead to clots in the sample. The issue was determined to be due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no product problem.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result for a patient sample tested on a cobas e 411 analyzer (rack system). The initial result was 39.09 pg/ml. A new sample was obtained and the result was 10.34 pg/ml. The original and the new samples were repeated and the results were 10.86 pg/ml and 10.75 pg/ml, respectively.